Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for wound check. It was noted that the insertable cardiac monitor was poking out of the pocket. The device eventually fell out of the pocket on an unknown date. The patient did not experience any additional adverse consequence.